Manufacturer narrative:
Other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with scratched on lcd lens screen and missing and tampered label. During analysis, the customer's reported error could not be duplicated, repeated or verified. Error did not happen as reported: no problem found. Service recommended a full annual standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was alarming 41786. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.